Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump replacement failed again. Customer also stated that pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer alleged the insulin pump is under delivering causing high bgs on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08725 inches. A test p-cap does lock into place inside the reservoir compartment properly. History download was successful using thus and carelink upload was successful. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed the functional testing. Unable to confirm alleged high bg's or under delivery anomaly. The formatted history file list the following manual programmed bolus deliveries for (B)(6) 2021: (B)(6) 2021 01:12 bolus wizard normal bolus amount programmed = 3.4 bolus amount delivered = 3.4 (B)(6) 2021 09:58 bolus wizard normal bolus amount programmed = 4.1 bolus amount delivered = 4.1 (B)(6) 2021 13:30 bolus wizard normal bolus amount programmed = 2.5 bolus amount delivered = 2.5 (B)(6) 2021 14:50 bolus wizard normal bolus amount programmed = 2.1 bolus amount delivered = 2.1 (B)(6) 2021 16:31 bolus wizard normal bolus amount programmed = 2.4 bolus amount delivered = 2.4 (B)(6) 2021 19:49 bolus wizard normal bolus amount programmed = 1.2 bolus amount delivered = 1.2 this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.